Manufacturer narrative:
Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant. Product expire date unknown as lot number not provided by the complainant. Product catalog number unknown as product unspecified by complainant. PMA/510 (k) unknown as product was unspecified by the complainant. Product manufacture date unknown as lot number not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included: a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the unspecified manufacturer's "pelvic mesh product" performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with an unspecified MFR's "pelvic mesh product" on (B)(6) 2002, by dr. To treat her medical conditions, including pelvic organ prolapse an stress urinary incontinence. The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injuries, and has undergone additional surgeries and corrective treatment. The following info was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.